Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 300 mg/dl at time of incident. Insulin pump had no delivery and motor error issues. The device will not be returned for analysis.